Event description:
It was reported that the device is using multiple batteries and getting hot during a procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device is using multiple batteries and getting hot during a procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint was confirmed by the technician through functional evaluation, disassembly and visual inspection. The motor windings were damaged and caused the device to overheat. The affected components were replaced and the driver returned to the account after it passed all final inspection activities.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.